Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, periodontal disease, complication in site preparation, bruxism, immediate implantation, mobility ((B)(6) and (B)(6) are same patient).